Event description:
New information states that the issue was not resolved. The device replacement was discussed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator could not be interrogated. The telemetry test was run and was also failed. Device troubleshooting was also unsuccessful. Patient went straight home and sent a successful remote transmission. The patient was stable.

Event description:
New information states that the device was explanted. No further information was available.

Event description:
New information received stated that the device was explanted and replaced on 12/27/2018. There were no complications to the patient post procedure.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench and interrogation of the device through the logical channel was not possible. During electrical testing, the field event of non-communication was lost. The cause of the reported field event could not be conclusively determined.